Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a mix of product in one box.  No adverse impact was reported regarding the patient or user.